Event description:
According to the available information the implant was explanted and replaced due to a tubing break.

Manufacturer narrative:
Titan touch, cylinder 2, reservoir, and detached exhaust tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2. This was a site of leakage. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached exhaust tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the cylinder 2 exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. It should be noted that this case is considered off-label, as it is not per indication in the instructions for use (IFU). A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the implant was explanted and replaced due to a tubing break.